Manufacturer narrative:
This report is submitted october 29, 2019.

Manufacturer narrative:
This report is submitted on september 10, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to a lack of benefit from onset. It is unknown whether the patient was reimplanted, as of the date of this report.